Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor. Insulin pump passed basic occlusion and displacement test. Insulin pump had an intermittent motor error alarm during rewind due to corroded motor home switch. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer received a second motor error alarm the next day after bolus delivery. Customer stated that the device has fallen out of her pocket a couple of times. Device was exposed to magnetic fields; customer uses a magnetic sensor at work to remove clothing device. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 538 mg/dl; treated with bolus dose. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.